Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and the buttons were not responding. The customer¿s blood glucose level was 193 mg/dl. The customer stated that the insulin pump had multiple pump alarm. The customer was unable to successfully clear the alarm. The device will be returned for the analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switches. Unable to perform self test, displacement test or verify frozen screen anomaly, pump error 68 alarms, unexpected battery power loss or no delivery alarm/occlusion alarms due to flattened dome switches. No stuck button alarm noted during testing.